Manufacturer narrative:
Patient was born in 1963. (B)(6). This lot was manufactured june 25, 2016 - june 27, 2016. The unit was returned to the plant containing approximately 18ml of fluid in the reservoir. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow test was performed. The flow rates were found to be within the product specification range. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a single day infusor did not infuse. The patient was treated with 1110 mg of fluorouracil diluted with of nacl. Fill volume is 46ml. There was no patient injury or medical intervention associated with this event. No additional information is available.